Manufacturer narrative:
According to the information provided by the technician, while the ventilator's screen went black and non-responsive, the unknown alarm was generated. There was no technician's visit on site, as the repair of the device was done by the third-party service. No more information was provided regarding which alarm was generated or the caused of the it. The device's logs were not provided. As the solution is unknown, the cause of the issue has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had an issue. There was no patient harm reported. Manufacturer's ref. #: (B)(4).